Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not cauterize. A replacement device and bovie cord was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: investigation was completed and the device passed the electrical specifications, and the simulated cautery test. The complaint is not confirmed for the device would not cauterize. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.